Manufacturer narrative:
A2) patient date of birth or age at time of event- not available from facility. A3b) patient gender- not available from facility. A4) patient weight- not available from facility. B6) relevant tests/laboratory data- not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and three right ventricular (rv) leads due to fracture, non-function, and redundancy. A spectranetics lld #2 lead locking device (lld #2), spectranetics lld e lead locking devices (lld es), and spectranetics lld #1 lead locking devices (lld #1s), were inserted into each lead to provide traction. Multiple spectranetics devices (13f tightrail sub-c rotating dilator sheath, 13f tightrail (long), and 16f glidelight laser sheath) were used during the procedure. The rv lead, implanted in 2024, was removed with no issues. However, efforts were made to remove the other 3 leads but were unsuccessful. As a result, the decision was made to stop the extraction. Failed attempts were made to unlock the llds from the rv lead, implanted in 2009 (MDR #3007284006-2025-00030), the ra lead, implanted in 2009 (MDR #3007284006-2025-00031), and the rv lead, implanted in 2018. So the leads, along with the llds, were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld e within the rv lead, implanted in 2018, which was cut and capped and remained in the patient.